Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up check it was noted that the right ventricular (rv) lead exhibited high impedance and noise. An abrupt spike in lead impedance was also observed. The device is a right sided implant and the cardiologist seems to remember that it is sharp angle that this lead takes from the access point. The rv lead remains in use, however there is planned intervention. No patient complications have been reported as a result of this event.